Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the belt failed fall-off testing. The cause for the failure was isolated to the cable connecting ECG "c" and "d" being pulled from the strain relief, breaking j704 off of the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable.